Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 09/29/ 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had a power issue - meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on "(B)(6) 2015". The patient manages her diabetes with a combination of medications including "victoza, glimepiride and metformin". The patient denied making any changes to her usual diabetes management routine as a result of the alleged product issue. The patient claimed that "within hours" after the alleged power issue began she developed symptoms of "infusion and shaky". The patient reported that she self-treated with food and/or drink when her sugars became low. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, the meter batteries did not need replaced. There was no misuse of the product and after the patient was educated on the auto shut off the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.